Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer had questions regarding the collimator adjustment on the 7700 system. No patient injury was reported.